Event description:
Patient reported that the v-go he wore today fell off after 13 hours of wear, while he was doing yard work. Patient stated he did not feel it detach, but noticed it had fallen off when he saw it lying in the grass.